Manufacturer narrative:
Device evaluation of belt sn (B)(4) was completed. Components u727, u728 and esd700 on the distribution node pca were shorted. The damage was caused by high-voltage traveling to low-voltage circuitry on the distribution node pca. The root cause for the high-voltage traveling the low-voltage circuitry could not be positively identified.

Event description:
A zoll distributor returned an electrode belt to report that it failed a pulse test.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is underway. The reported problem (failed a pulse test) in under investigation. As received, the electrode belt failed incoming functionality testing. Root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective belt.

Event description:
A zoll distributor returned an electrode belt to report that it failed a pulse test.